Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Cts could begin troubleshooting, the caller advised that she cleaned the speaker holes, the alarm cleared, and she is able to continue using the pump as normal.cts offered to continue troubleshooting, but the caller declined. The customer continued to use the pump for insulin therapy.there was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.